Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt contacted lifecor customer support to report that the lights were not lighting up on the battery charger. The pt confirmed that the led was lit on the ac adapter. Support sent the pt a replacement battery charger.